Event description:
Additional information received noting that the patient was prescribed medication, nimodipine (30 mg) tid, but it has not helped. The patient's complains of shortness of breath when walking and it gets worse when talking. It was noted that they are waiting for the patient to fully heal before turning on the vns device.

Event description:
It was reported that the patient was recently implanted and has now presented with vocal cord paralysis. Additional information was obtained that per the surgeon the vocal cord paralysis is related to the vns implant surgery as the patient's therapy had not been enabled. The patient has a follow up appoint with an ent physician and was prescribed medication to help with healing. The device history records for the lead were reviewed. The lead passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.